Manufacturer narrative:
Per the clinic, the patient experienced granulation tissue and skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery to have granulation tissue excised; during the same procedure the abutment was removed and a cover screw was placed. The implanted device remains. This report is filed april 1, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2015 due to tissue reaction at the implant site.